Event description:
Caller reported false negative urine hcg result on sure-vue serum/urine test vs. Serum quantitative result which was positive. Pt presented to the emergency dept with "(B)(6)" diagnosis. At 7am urine sample gave negative result on this lot of product in the emergency dept; a serum quant was >200,000 miu/ml. At 10am a urine sample was collected and run on another lot of sure-vue product in the lab and was a weak positive. The urine from 7am collection was run on this new lot of product and was negative. The 7am serum was run on this new lot of product in the lab giving a strong positive result. (The new lot of sure-vue is being reported on a separate medwatch report).

Manufacturer narrative:
Investigation pending.